Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as needed.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with system error 2267 while using the homechoice (hc) during therapy at dwell 3 of 4. The patient had already disconnected himself and cycled power to clear the error prior to calling baxter. All clamps were closed, and (B)(4) assisted the patient in removing the cassette. The patient agreed to notify their dialysis nurse of the missed therapy. No injury or medical intervention was reported.